Event description:
It was reported that no flow occurred while using a folfusor elastomeric device. This event occurred during patient use, though no patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number 13f081 was manufactured between june 25, 2013 and june 26, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection of the sample showed no signs of abnormality that could have caused the reported condition. A functional test was performed by refilling the sample with water to its nominal volume. After the fill, flow was visually observed at the distal luer. The flow continued without stopping. The reported condition was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.